Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588, implantable pacing lead, (B)(6) 2009; 5076-45, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
An event was reported under (B)(4) and classified as inappropriate detection. It was also noted that the atrial lead had far field r-wave (ffrw) oversensing. The device and lead remain in use. No patient complications have been reported as a result of this event.